Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. We are unable to definitively determine the cause for the reported experienced. Furthermore, the cause for the post procedure complication is unknown. Mdrs related to this report: 2029214-2016-01054, 2029214-2016-01055.

Event description:
Medtronic received information that during treatment of an aneurysm located in the cavernous segment of the ica, the pipeline (ped-350-16) moved back distally into the supraclinoid segment and was not opposed to the vessel wall. It was reported that the pipeline appeared to have been sized incorrectly. Therefore a second pipeline device (model and lot number unknown) was deployed to help hold the first device in place however, it also appeared to be too small. The snare retrieval device was used and the pipelines were telescoped. The anterior carotidal branch was covered by the pipeline. The flow in aneurysm was reduced and flow to distal vessels was good. After the procedure was complete the patient lost consciousness and an ischemic stroke was identified at the treatment site. In addition, the patient experienced left side weakness. The patient was later seen for a headache and continued left side weakness. It was later determined that the calibration of the system was off and had given incorrect measurements. The aneurysm max diameter was 6 mm and the neck diameter was 4mm. The distal landing zone was 3.1 mm and the proximal was 3.6 mm. The patient had moderate vessel tortuosity.

Event description:
Medtronic received additional information that a CT scan was performed and the device was shown to be open. It was reported that the patient's headache has since resolved. Furthermore, the patient was reported to have only a slight right sided arm weakness deficit, and is otherwise completely intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.